Event description:
The user facility reported that they found three plastic fragments along with the bone chips from the patient's body during a procedure. The three plastics pieces were retrieve from the patient's body. There was no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that they found three plastic fragments, along with the bone chips from the patient's body during a procedure. The three plastics pieces were retrieve from the patient's body. There was no delay, no medical intervention, and no adverse consequences.